Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a yeast infection on her chest. The patient's doctor instructed the patient not to wear the lifevest until the infection improved and prescribed the patient nystatin powder. After using the nystatin powder, the patient reported that the yeast infection improved.